Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 500 mg/dl and other blood glucose value was 301 mg/dl. Customer stated that his blood glucose was going high and that he needed to know what was going on with the insulin pump. Customer woke up and checked blood glucose was 500 mg/dl. Customer keep calibrating and it was not calibrating. The customer reported that insulin pump was misreading and that lead to the high blood glucose. The insulin pump will not be returned for analysis.